Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted as expected and subsequently shut down causing an elevated blood glucose (bg) level of 550 mg/dl. Customer delivered a manual injection to address the elevated bgs. Customer continued using the pump for insulin therapy.